Event description:
It was reported that during a shoulder stabilisation the anchor did not hold. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-3638-1 serial/batch number (B)(6) was received for investigation. Functional testing was not performed as it is not applicable to this device. Upon visual inspection, the inserter device that was returned appeared to be bent at the tip of the proximal end. Additionally, the anchor sutures were observed to be frayed. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.